Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. This damage caused corrosion of multiple internal parts. The bottom battery and pcb showed signs of corrosion. The device could however still be downloaded; no timeouts or drive stalls were observed in the data. The damaged soft cannula impacted insulin delivery. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The downloaded data does not show any timeouts or drive stalls. It cannot be conclusively determined when this damaged occurred or if it impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl) with ketones present. The pod was worn on the hip/buttocks. Hyperglycemia treated with a new pod.